Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the transmitter was not flashing when connected to the sensor. The customer's blood glucose level was 10 mmol/l. During troubleshooting, it was found that the contacts were broken and the test failed. No further details were provided.